Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that she has been "breaking out in a sweat" the past two nights. She also experienced "pain in her arm and shoulder next to the device". This pain has been ongoing since it was implanted. The device is still in use. No further patient complications have been reported as a result of this event.